Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v794135, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the healthcare provider requested compatibility guidelines for MRI. The area to be scanned was the head / brain. MRI was not related to ins (stimulator). Caller states the patient said 'it doesn't work anymore'. Caller had no information on anything related to ins and doesn't know what 'it doesn¿t work anymore' means. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.